Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: poor quality image output. Confirmed failure: chd-a-cbk - cable kinked; chd-a-dre deformed rear enclosure; chd-a-dth damaged threads on front enclosure. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring); problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; cybersecurity attack; pendulum ch inertial measurement unit (imu); incident light from surgical scene is reflected by coupler/ch window; use error.

Event description:
It was reported that there was partial image loss.